Manufacturer narrative:
A mz1000 china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot: 23045323. The feedback provided by the customer states that, "when the nurse was giving the patient a medication injection through the transparent needleless connector, she noticed that there was a leak at the connector. " no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot: 23045323 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product mz1000 china in the past 12 months.

Event description:
It was reported that bd maxzero needleless connector was leaking. The following information was received by the initial reporter with the following: on (B)(6) 2024, when the nurse was giving the patient a medication injection through the transparent needleless connector, she noticed that there was a leak at the connector. She immediately replaced it with a new transparent needleless connector, and the medication injection could be performed normally without any leakage.